Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an opening a the wound site that was draining pus. The patient was seen in the emergency room for evaluation and it was observed that the wound was .5-1 mm in size and was not draining at the time. The wound was cultured and the patient was hospitalized and treated with intravenous antibiotics. The organism was identified as (B)(6). The patient was discharged home on oral antibiotics. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. The patient was enrolled in the wrap-it clinical trial. No further patient complications have been reported as a result of this event.